Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23626. The patient had a total of 3 leads which include ( 2 model 3166 from the same lot) implanted as part of her scs system. It was reported the patient needed a MRI performed due to unrelated health issues. It was also reported the patient stated her scs did not provide her with effective relief for her pain. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her entire scs system was explanted. The event date is unknown.